Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "end-user notice blood leaking near where our push button tubing connects to the housing just behind where the spring is housed and where the end-user holds the wingset. I was notified - lab manager of phlebotomy services on thursday, february 13 via email and then I visited on friday, february 14. This indicated that at this point it only happened 1 or 2 times the same week. She did not have the actual impacted sample but did give me 8 samples from the same lot # 9282086 for bd catalog # 367342."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "end-user notice blood leaking near where our push button tubing connects to the housing just behind where the spring is housed and where the end-user holds the wingset. I was notified - lab manager of phlebotomy services on thursday, february 13 via email and then I visited on friday, february 14. This indicated that at this point it only happened 1 or 2 times the same week. She did not have the actual impacted sample but did give me 8 samples from the same lot # 9282086 for bd catalog # 367342."